Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the failure of the video connector lock was identified as the cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed for the multiple camera heads shake the cord to turn off the screen. Additional evaluation also found that the battery was drained. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that while using the video system center, the screen disappears when shaking the cord with multiple camera heads. The issue was discovered during preparation for use. There was no patient harm associated with the device.